Manufacturer narrative:
Other, other text: additional information was received indicating that the reported issue was found during preventive maintenance, there was no patient involvement.

Manufacturer narrative:
One fluid warmer was returned for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Visual inspection of the device found it to have wear and tear damaged line cord, plate clip, and reflux plug. Device underwent functional testing, confirming the reported customer complaint. Liquid crystal leakage noted in the lcd and leaking from a crack near the drain tube. The problem source has been determined to be user interface.

Event description:
Information was received that device is leaking, and has a bad display. No adverse effects reported.